Manufacturer narrative:
The investigation results will be provided in the final report

Event description:
Related manufacturer reference: 2184149-2019-00047. During a l4-s1 rhizotomy procedure, a patient burn occurred. During the procedure, the generator displayed an unknown error message that a grounding pad issue occurred. The pad was adjusted and the lesion was started again. Towards the end of the last lesion site, the patient experienced pain. It was discovered that the patient had a second degree burn at the grounding pad site on the left flank. The procedure was abandoned. The grounding pad did not overlap with any other patches. There were no wrinkles or edges that were lifted. The skin was not prepped and placed on top of clean dry skin. The burn was cleaned with aloe vesta skin cleanser and silvadene cream 1% was applied on a sterile pad and placed with medipore tape. The patient was stable.

Manufacturer narrative:
One disposable grounding pad was returned for investigation. Four images were submitted to product performance engineering. One image appeared to show the grounding pad with a residue on the surface of the pad. Three images appeared to show a burn on the left flank of the patient. The results of the investigation concluded that the device functioned as intended during a simulated lesion test. No functional anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported patient burns remains unknown. According to the disposable grounding pad instructions for use ¿failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location. Check the pad contact thoroughly before treatment. Do not reuse or relocate the grounding pad after initial contact.¿